Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was not showing her blood glucose reading. Customer stated that it has been happening for about a week now. Customer entered a blood glucose of 273 mg/dl and 25 carbs and took a correction bolus, but it is not showing up on the pump. Customer does not recall how much insulin was taking. Customer had a blood glucose of 432 mg/dl during the call and it did not show up on the pump either. Customer had a no delivery alarm in the alarm history. Customer was advised that the pump will need to be replaced. Customer was unable to upload the pump to carelink due to not having computer access. Customer mentioned that she was hospitalized on (B)(6) 2015 and had a no delivery alarm. Call was disconnected.